Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited multiple rf telemetry errors and lost communication. The device was recommended to be replaced since no further troubleshooting could be performed. The device remains implanted. No further information is available.